Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The facility reported a flo-gard infusion pump with failure code 66, which most likely interrupted a pt infusion of an unk drug. The facility further reported the pump did not shut down, but did keep alarming failure code 66 and could not be reset. It is unk if the pump was swapped out of if or when the infusion resumed. However, there was no pt injury, medical intervention necessary, or adverse reaction in association with this event. No add'l info is available.